Event description:
It was reported to a clinical support that pump did not display ap waveform. There was map pressure only. Clinician exchanged cables and transducer but pump continued to toggle between xducer & monitor. Pump was exchanged. There were no reported pt complications.

Manufacturer narrative:
Arrow field service evaluated pump. They could not duplicate complaint. Pump found functional & returned to service.